Event description:
It was reported prior to routine generator change that the atrial lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.